Event description:
After an implantation period of approximately 77 months it was reported that shock episodes were interrupted due to low shock impedance. Physicians will evaluate the further step for the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 22 july 2021 and 18 march 2022 recorded the rv shock impedance fluctuating between 65 and 77 ohms with breaches as low as 50 ohms between end of december 2021 and january 2022. The analysis of the provided iegm episodes revealed appropriate ICD charging cycles, aborted by overload protection due to shock impedance measurement of < 20 ohms. The integrity of the shock functions cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.